Event description:
It was reported that, "the tech loaded an 8mm cage onto the 8mm inserter and turned to tighten and the tip of the inserter broke off in the cage. The surgeon used the 48326825 screw extractor to thread into another 8mm implant and insert the cage. Surgery delayed by less than 5 minutes."

Manufacturer narrative:
The device was returned for inspection and the event was confirmed. The tip of the instrument broke during implant preparation and inserter tightening by the tech. The broken tip of the inserter was returned together with the cage. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No indication of material or manufacturing defect could be found. The surgical technique warns about excessive pivoting or angulation on the guide/inserter tip while attaching it to the cage as it can damage the instrument. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. No product fault could be detected. As it is assumed that an application of excessive pivoting or angulation on the guide/inserter tip caused the tip breakage, the reported event is likely to be related to the conditions of use and operational context contributed to this event.

Event description:
It was reported that, "the tech loaded an 8mm cage onto the 8mm inserter and turned to tighten and the tip of the inserter broke off in the cage. The surgeon used the 48326825 screw extractor to thread into another 8mm implant and insert the cage. Surgery delayed by less than 5 minutes."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.